Event description:
It was reported that during a ptca/stenting treatment procedure, the liberte bare balloon would not fully inflate during the post-stent placement dilatation attempt. The liberte bare balloon was removed and replaced with another balloon to complete the post-dilatation of the stent. The procedure was successfully completed and the stent was successfully deployed at the target lesion. No pt injuries or complications were reported. Pt status is reported as 'good'.